Event description:
The customer reported the following incident: pt was on cardic monitor in ICU. Pt was post-cardiac surgery. Rn found pt in room unresponsive in full arrest. There were no alarms that alerted the nursing staff the pt was in distress.